Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4)

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 52-year-old female patient presented to his (B)(6) with concerns related to a previously placed dental implant. The implant was placed on (B)(6) 2024 at tooth location #12. It was reported that the implant was not placed following an immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, after final prosthesis delivery. Upon examination, the doctor determined that the implant had lost osseointegration. The implant was removed on the same day of visit, using a hahn implant driver and was not replaced. It was also reported that the type of abutment used was a custom abutment. The patient exhibited symptoms of abnormal bone loss around the implant, which resolved after implant removal. The date of prosthetic restoration was reported as (B)(6) 2025. The prosthesis consisted of a single tooth, cement retained restoration, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and maintained good oral hygiene.